Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that shaft break occurred in a segment that cannot enter the patient's body. The target lesion was located in the right coronary artery (rca). A 2.00mm x 9mm maverick²¿ balloon catheter was selected and during advancement, the shaft broke at the hub outside the patient. The device was removed from the patient without problem and there was no significant delay in the procedure. The procedure was completed using another balloon catheter. No patient complications were reported. However, returned device analysis revealed that the hypotube broke at a point that could potentially enter the patient.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. There was contrast in the inflation lumen. The balloon was tightly folded. Microscopic examination and tactile inspection presented no damage or irregularities to the outer and inner shafts. Microscopic examination and tactile inspection revealed a complete hypotube separation 44cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic presented no damage or irregularities in the balloon of the device. Microscopic presented no damage or irregularities in the bonds of the device. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).